Event description:
The customer reported an unspecified battery problem. Further information was provided that the battery test failed; there was a low battery time of less than 10 minutes. There was no reported patient involvement.